Event description:
It was reported that stent damage occurred. The 95% target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. After pre-dilatation was performed with a 2.75x12mm nc quantum apex balloon catheter, ivus was performed. A 4.00mm x 12mm liberté stent was advanced to treat the lesion. The device was unable to cross the lesion after several attempts. When the device was removed from the patient, the edge of the device was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).